Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, death occurred. On an unknown date, the 3.0 x 20mm taxus liberte stent was implanted to treat an unspecified target lesion. In (B)(6) 2012, the patient died. Additional information was requested but is not available.

Event description:
It was further reported that in (B)(6) 2009, the patient presented with silent ischemia. In (B)(6) 2009, a 90% stenosed, 20.0 x 3.00mm, de-novo lesion located in the mid left anterior descending artery (lad) was treated with pre-dilatation, deployment of the stent, and post-dilatation. Residual stenosis became 0% and timi flow grade remained 3. The patient was discharged two days later with no complications on aspirin and clopidogrel sulfate. It was discovered by a phone call to the patient¿s family that the patient¿s death was a sudden and unexplained death. No autopsy was performed. Cause of death was adjudicated as cardiac death with possible stent thrombosis.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).